Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited an out of range high pacing lead impedance measurement. All other measurements appeared to be normal. Additional information was received that the this lead continued to exhibit an out of range high pacing lead impedance measurement. The physician was aware of the alert and decided not to take action. The patient is not dependent on the device. Another follow up was scheduled and the field representative will provide further information. No adverse patient effects were reported. The device and the lead remain in service.

Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.